Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had pump error and blank display. Customer cannot recall their blood glucose reading. Customer are able to clear the alarms but display was not resolved. Insulin pump will be returning for analysis.

Event description:
Information received by medtronic indicated that the customer had blank display, exposed to water and received pump error 23, 25, 49, 68, 75 alarms. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report.

Manufacturer narrative:
The insulin pump was received with minor scratches to the lcd display and case. The pump powered up properly after battery installation and could not verify blank display. The insulin pump passed the displacement test, sleep current test and active current test with no unexpected alarms. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error, noted during testing. However, power error noted in trace download analysis due to intermittent non-sleep anomaly software error. Device was monitored for 24 hrs. Battery was removed form pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no post-reset ram crc alarm, history pointers failed or trace pointers are invalid alarms were noted.